Event description:
It was reported that during a stent procedure of a lad lesion, a grape shaped formation was noted under cine. At inflation to 7 atm, the swelling appearance was observed, which extended back into the left main. Attempts to deflate the retained contrast were unsuccessful. At this time, the patient became hemodynamically unstable, necessitating medical intervention. Eventually, and with resistance encountered, the delivery catheter was pulled back into the guiding catheter still inflated and both were removed from the coronary artery. Within seconds the patient reportedly became hemodynamically stable. The final result showed the artery in good condition. The patient was discharged home but was readmitted a couple of days later for chest pain. Cine angiography revealed a filling defect approximately 6-8cm from the stented area. No further tratment was given to treat the area with the filling defect. The stented area was unremarkable.